Event description:
It was reported the patient felt pain at the insertion site while wearing the pod for between 4 and 24 hours. The patient removed the pod and noticed the needle did not retract.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod arrived partially deployed. The linkage assembly and slide retract did not fully retract, resulting in an exposed needle. The linkage assembly was removed from the mechanism rail, after which damage was observed on the lip of the linkage assembly and mechanism rail post. Damage on both components indicated the fault as the damaged linkage assembly. Because the needle remained exposed during operation, the damage linkage assembly can also be confirmed as the root cause of the reported pain during insertion in addition to the failure of the needle mechanism to retract as intended.